Event description:
The tubing connected to the venous outlet of the reservoir disconnected during bypass, resulting in 300-400 mls of blood loss. The tubing was reconnected and a tie-band was placed around the connection, in order to complete the case. The add'l blood was reported to be due not only to the blood loss, but also for various other clinical reasons.

Manufacturer narrative:
The tubing listed was supplied non-sterile by cobe cardiovascular, inc. To reporter. Reporter used the tubing to build a heart-lung pack, which was also sterilized and supplied to the end-user by reporter. The connection that came apart in this incident was made by the end-user between the heart-lung pack and a reservoir mfg by another device MFR. Samples of the same type of tubing and reservoir were used for testing. Tubing was connected without tie-bands as described by the customer and weighted down over a period of 7 days. The tubing did not slip or disconnect. The tubing involved in this issue was not returned for analysis, and there were no issues with the mfg data for the tubing as contained in the device history record. Since this tubing was mfg, the dimensional control on the tubing has been heightened. The instructions for use for smarxt tubing recommended the use of tie-bands. Those instructions for use have been recently updated to more clearly state the requirement and to depict the optimal location of a tie-band. Since the cause for this incident can not be determined, it is unknown whether these improvement steps are relevant.